Event description:
The user facility reported that users experienced difficulty releasing a hx-201ur-135l clip, after it had been used to control bleeding at the site of a large polyp removed during an esophagogastroduodenoscopy. The users disassembled the handle and cut the inner wire in an attempt to release the clip. The physician reportedly attempted to release the clip for approx 45 minutes. User facility staff provided conflicting info as to whether or not the clip was eventually released. The users withdrew the working length of the clip device and endoscope, and the procedure was stopped. The procedure was said to have been rescheduled for a later, unspecified time. There was no pt injury reported and the pt was said to be doing fine.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The working length of the hx-201ur-135l was received with the handle detached from the remainder of the device and the clip was absent from the distal end. The clip was not returned for examination. As part of the investigation into this report, the device has been forwarded to the original equipment MFR for further eval. The cause of the user's report could not be determined. If significant additional info is obtained, the report will be updated. This report is being submitted as a medical device report in an abundance of caution.